Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was troubleshooting arctic sun device that would not cool water past 27c. They were running hypothermia with simulation key of 37c with targeted temperature (tt) of 37.9c and water temperature dropped instead of increasing. Per wo changes on 28aug2024, it was reported that they requested a routine 2000-hour service for this device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was not able to be isolated. It was noted that the biomed was troubleshooting arctic sun device that would not cool water past 27c. The instructions-for-use under baw2800548 rev 1 and baw2800424 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was troubleshooting arctic sun device that would not cool water past 27c. They were running hypothermia with simulation key of 37c with targeted temperature (tt) of 37.9c and water temperature dropped instead of increasing. Per wo changes on 28aug2024, it was reported that they requested a routine 2000-hour service for this device.